Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported (2) lvp with dim segments. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of lvp with dim segment was confirmed on 2 out of 2 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: no device history or qn search was performed since no source device serial number was reported by the customer. Only lvp display board assemblies were provided for the investigation.

Event description:
The customer reported (2) lvp with dim segments. There was no patient involvement